Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator had early battery depletion. The patient presented into the hospital for a device change out. The device was replaced with a new one. No further information was available.